Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at the time of filing. UDI not available for this system at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the passive planar ball tip probe was bent. There was no patient present when this issue was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the returned probe was in good condition with no apparent physical damage. With markers attached and fully seated, the probe returned good geometry and divot error readings. No problem found. If information is provided in the future, a supplemental report will be issued.